Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of sensor value no available from the sensor. The customer's blood glucose reading was unknown. The insertion site is the abdomen. The customer confirmed the alarm in the sensor history. After removing the sensor, the customer noticed that the electrode was missing by one sensor. The customer will be sent replacement sensors.